Event description:
The customer reported an uncontained clear fluid leak of approximately ten (10) ml from under the coulter hmx analyzer with autoloader. No error messages were generated when the leak occurred. The fluid consisted of a mixture of diluent, blood and clenz reagent. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found the blood sampling valve (bsv) probe was bent preventing the backwash block from traveling the entire probe length. The fse straightened the bsv probe and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).